Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device revealed the fracture surface features suggest a torsional-fatigue fracture with multiple origins around the perimeter with a fast fracture center section. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing a bullet nose reamer on (B)(6), 2011. During the procedure, the reamer fractured as the surgeon was preparing the distal femur at the end reaching the deepest point. The incision was enlarged in order for the surgeon to retrieve the fractured piece from the patient's femur. This caused a delay greater than thirty minutes to the procedure.